Event description:
Additionally, patient reported that their eyes "went dry" and there was a dull ache by the side of the nose. Patient was treated with hyalase® in cheek. Patient visited another healthcare professional and went to the hospital to have lip filler dissolved 4 additional times.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with an [unspecified] juvéderm® filler in the lips and perioral area "where a vascular occlusion occurred. Product was dissolved." Patient further reported they "attended a & e due to a blockage with their blood supply to their lip." Patient has recovered fully.